Manufacturer narrative:
Company rep evaluated the unit and verified the reported problem. Corrections included reseating the unit's spo2 cable and reprogramming the memory chip on the cpu board. Unit was calibrated and safety tested to factor's specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.